Manufacturer narrative:
H10: manufacturing review: a lot history review, a device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: the sample was not returned for evaluation, one electronic photo was provided for review. The investigation is inconclusive for the reported obstruction of flow issue as the exact circumstances at the time of the reported event are unknown and cannot be confirmed from the provided photo. A definitive root cause could not be determined based on the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: g3, h6 (method). H11: h6 (result and conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately nine years post port placement, the port allegedly had an occlusion. It was further reported that the port could allegedly aspirate only greyish saline and black sludge. Reportedly, the device was removed. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history record could not be performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that sometimes post port placement, the port allegedly had occlusion. It was further reported that the port could allegedly aspirate only greyish saline and black sludge. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway.

Event description:
It was reported that sometimes post port placement, the port allegedly had occlusion. It was further reported that the port could allegedly aspirate only greyish saline and black sludge . There was no reported patient injury.